Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the insulation was abraded from 81.0 cm to 81.5 cm from the connector pin and exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device.